Event description:
The patient's mother reported that her daughter's infusion set tubing split in half. The patient did not have any additional infusion sets with her, so she immediately switched to injection therapy until she returned home. The patient's blood glucose was not affected. Once the patient returned home, she connected a new infusion set and continued using infusion device therapy. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient discarded the affected product, but will return the remaining product from this lot.